Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator generated several ambient related technical errors. The logfiles showed and indicates that the ventilator entered ambient mode condition. No patient involvement, patient, user or third party harm, no medical intervention, nor treatment delay was reported. The logfiles indicated that the event occurred during ventilation or a testing setting (e.g. A test lung). A request for clarification for patient involvement or test setup was requested but no reply was received. Blower timer reached 70%. During the analysis of the blower case, foreign particles were found outside the output of the turbine and inside the turbine. Investigation of these particles are in progress. Cables of the turbine are in perfect condition, with no damages. Turbine rotates with some resistance. No evidence of burns or any burnt smell is present on either the turbine or the blower housing. The issue of grease volatilization in the turbine's ball bearing is already known and has been addressed. Tests by the manufacturer are still in progress. The affected blower module was replaced. Conclusions: ball bearing damage is due to grease volatilization due to temperature and aging, which reduces lubrication and can damage/destroy the turbine¿s ball bearing. No further information has been provided, and the case is considered closed. Note: the hamilton-c6 ventilator must be equipped with a bacterial/viral filter (either a bacteria filter or heat and moisture exchange filter, hmef) that is placed between the patient and the inspiratory port. This filter acts as a physical barrier, preventing any particles, microorganisms, or contaminants from entering the patient¿s airways. According to the hamilton-c6 operator's manual; software version 1.2.x 624945/04 / 2022-03-3: ¿to prevent patient or ventilator contamination, always use a bacteria filter or hmef between the patient and the inspiratory port. If no bacteria filter is used, the exhaled gas can contaminate the ventilator.¿ (page 26) ¿to prevent patient or ventilator contamination, be sure to connect a bacteria (inspiratory) filter or hmef between the patient and the inspiratory port. For neonatal patients, use a neonatal pediatric hmef. If no inspiratory filter is used, the exhaled gas can contaminate the ventilator. If you are not using an inspiratory filter, and an exhalation obstructed alarm is generated, the ventilator may be contaminated. Have the ventilator serviced.¿ (page 66) ¿note that you must use an inspiratory filter to prevent contamination.¿ (page 213)

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Investigation is still ongoing.

Event description:
Hamilton medical ag received the following event description (summary): ambient failure errors detected. No patient involvement. No intervention necessary. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.